Event description:
It was reported; the subject device displayed an b30 scope communication error. The issue occurred during reprocessing. There were no reports of patient involvements.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, a root cause could not be identified.the most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported; the subject device displayed an b30 scope communication error. The issue occurred during reprocessing. There were no reports of patient involvements.